Event description:
A report was received that the patient will undergo a revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had loss of stimulation. X-ray was taken and revealed lead migration. The patient underwent a revision wherein the lead and ipg were replaced per preference. No device malfunction suspected. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient will undergo a revision for unknown reason.